Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found the distal portion of the lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy. Other damages found on the partial lead were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.